Event description:
C-cc-cd - component dimensions (component fit or alignment) loose connection tube/stopcock after opening package. Connection of IV set to IV bag was made, the pressure line was not flushed when the disconnection occurred..

Event description:
It was reported that the device was in back-up vvi mode without defibrillation function.

Manufacturer narrative:
The reported device reset was verified in the laboratory. The cause was a power on reset (por) that occurred during delivery of fib therapy in 2009. Egms recorded earlier that day appeared to show evidence of an svt for which the device aborted hv therapy. Automated electrical testing detected no anomaly, and the device met all specifications. The device was capable of charging and delivering maximum hv therapy. The exact nature of the anomaly could not be determined.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.